Manufacturer narrative:
Product ID 8840, serial# (B)(4). Product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported a dilution plan was performed and programming was kept the same. Dilution allowed for proper dosing. It was noted the issue resolved and the patient's weight was not measured.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine (500 mcg/ml at 66 mcg/day) via an implantable infusion pump. It was reported that the pump was filled with the wrong concentration of medication (2000 mcg/ml instead of 500 mcg/ml). The hcp planned to dilute the drug to a 500 mcg/ml solution to keep the prescription the same. It was reported that the patient would be coming back to the facility. No symptoms were reported. No further complications have been reported as a result of this event.